Manufacturer narrative:
Eua (B)(4). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1258666. Medical device expiration date: 01-mar-2022. Device manufacture date: 15-sep-2021. Medical device lot #: 1211198. Medical device expiration date: 04-dec-2021. Device manufacture date: 30-jul-2021. Note: the expiration dates of both lot numbers precede the date of event, (B)(6) 2022.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, false negative results were obtained. Confirmatory pcr testing was performed, and the results were positive. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer says they have noticed fn test results on cov-2 test kits (lot #s: 1258666 and 1211198).

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, false negative results were obtained. Confirmatory pcr testing was performed, and the results were positive. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer says they have noticed fn test results on cov-2 test kits ( lot #s: 1258666 and 1211198).

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1258666, 1211198. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number 1258666. A test of retained material for the reported batch 1211198 could not be performed because the material was past its expiration date, 04dec2021. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false negative was identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends.